Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: however, a root cause for no more image could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. There were no reports of patient harm.